Event description:
It was reported that a legacy monitor weighing approximately 60 lbs fell off of the monitor boom while the technologist was leaning it down. The monitor did not contact the floor due to the cables attached to the back of the monitor and the technologist who was able to hold the monitor. The technologist pinched a finger but did not seek medical attention. The finger was reported to be red from the incident. The concern is for a serious injury due to the weight of the monitor if the event were to recur.

Manufacturer narrative:
Ge field engineer (fe) investigated the incident, and found that two out of the four screws required to attach the monitor to the suspension were not present. Also, the other two screws had worked their way out to allow the monitor to slide off of the suspension. The fe reattached the monitor with the appropriate screws and locking hardware.